Event description:
It was reported that the patient experienced ineffective therapy after a fall; diagnostic testing revealed the lead was full of high impedances. Additionally, the patient received a "replace generator soon" message; it is unknown if this occurred prematurely. To address the issues, the patient underwent surgical intervention on (B)(6) 2025 wherein the entire system was replaced. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.